Event description:
It was reported that this pacemaker displayed an alert for the right atrial automatic threshold (raat) test in suspended mode. Boston scientific technical services (ts) was consulted and noticed this patient has been in atrial flutter, therefore, the rate has been too high. High capture thresholds were also noted. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this lead was explanted. No additional adverse patient effects were reported. This lead has been received for analysis. Attempts to obtain the reason for explant were unsuccessful.